Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the distal right coronary artery (rca). The lesion was predilated with a 2.5x20mm balloon, manufacturer unk. The physician attempted to place a 2.75 x 32mm liberte bare metal stent, but was unable to cross the lesion. Upon removal the physician noticed that the stent edge was damaged. The procedure was completed with a 2.5x30 non-bsc stent. No pt complications were reported. Pt status reported as "good".